Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Event description: on 23 jan 2026, arthrex was notified via email of a case study published on october 2019 by the orthopedic journal sports medicine ¿utility of bioabsorbable fixation of osteochondral lesions in the adolescent knee: outcomes analysis with minimum 2-year follow-up.¿ the study reviewed 32 patients identified that epiphyseal deficiencies in 1 patient during the 2-10 year follow-up. It was identified that patient experienced implants protruding less than 0.5 mm from the articular surface (implant removed). Article citation: thermann h, fischer r, gougoulias n, cipollaro l, maffulli n. Endoscopic debridement for non-insertional achilles tendinopathy with and without platelet-rich plasma. J sport health sci. Mar 2023;12(2):275-280. Doi:10.1016/j.jshs.2020.06.012.